Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, which triggered the classification of false termination of some atrial tachycardia (at) and atrial fibrillation (af) events, as well as inappropriate atrial pacing. This ra lead remains in service and no adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.